Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Some lots of remel m4 and m4rt have been shown to cause false positive results when used with the sofia sars antigen fia assay. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported 1 false positive result during an evaluation study. The customer communicated the result negative by molecular (pcr testing). Remel transport media was used by customer. No further information provided.